Event description:
It was reported that during a laparoscopic appendectomy, during an unknown firing using a blue cartridge, the device was clamped down on tissue, fired. When opened there were malformed staples and some bleeding. The area was sutured to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.